Event description:
Pt was 1 hr 15 mins into treatment when they complained of feeling bad. Pt was put in trendelenberg position and blood was noticed on the floor. Catheter was checked and noted to be loose at the connection site. The connection was secured and ns bolus given (2 liters) and 911 called. Pt was transported to ER.